Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege, the pt suffered symptoms and damage to her body including but not limited to pain and discomfort in her thigh, groin and hip joint, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and chromium and cobalt metal toxicity. The sales rep reported the revision surgery. The pt was revised to address pain.